Manufacturer narrative:
Returned device was forwarded to sustaining engineering for investigation. Device is damaged as described in the complaint. The handle is cracked as described in the complaint description. The break is typical for brittle material at the critical cross section. The break occurred at the location of the shaft diameter change. There are signs of misuse on the instrument. Even if the occurrence rate and severity of harm are addressed adequately in the current risk management documentation an internal design evaluation regarding the failure mode described in this complaint was performed. The design of the handle (geometry and material) was changed to address the failure mode described in this complaint. The change is tracked and documented. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Reporters phone number: (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part #359.219 / lot. #9591060. Manufacturing location: (B)(4). Manufacturing date: 21.oct.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a handle on the inserter broke during inserting a nail. Nothing happened with the patient and they just switch to another similar instrument. Surgery was successfully. Sales rep didn´t get any further information since the nurse who called didn´t know. The instrument was just taken out. 10 minutes delay to surgery time. This complaint involves one part. Concomitant parts reported: 1x nail, part unk, lot unk.